Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had hyperglycemia. The customer was treated with an IV insulin drip. The blood glucose value at the time of the event was 436 mg/dl. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event and whether the auto mode feature was on or off at the time of the incident. The customer declined the troubleshooting; however, the product will not be returned for analysis.